Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to stress urinary incontinence and pelvic organ prolapse. Following implantation the patient experienced chronic pelvic and vaginal area pain, abdominal pain, infection, dyspareunia, inability to have sexual intercourse and vaginal scarring. It was reported that the patient underwent mesh excision and revision of protruding mesh in the right vaginal sulcus on (B)(6) 2009 due to pain. No additional information was provided.(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00863. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that patient underwent septoplasty and submucous resection of right lower turbinate on (B)(6) 2005. It was reported the patient underwent a orbitotomy with removal of lesion on (B)(6) 2007.

Manufacturer narrative:
.